Event description:
The customer tested her blood glucose using her contour meter and received a reading of 436 mg/dl. She retested using another meter and received a reading of 139 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. While customer service was attempting to gather additional information, the call was disconnected. Customer service called the customer back, but was not possible to speak with her. No product will be returned.